Manufacturer narrative:
H6 health effect - clinical code e0303 has been updated to e1302. H6 medical device problem code a01 and a150206 has been updated to a160105.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 82-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for an electrophysiology cardiac ablation. During the procedure, the placement signal was lower than the transduced arterial blood pressure. The physician noticed that the motor housing/sensor was grabbed during insertion of the pump. There was an impella in aorta alarm, which was not confirmed by transesophageal echocardiogram (tee). Subsequent alarms were impella position unknown. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.